Manufacturer narrative:
(B)(4). It was reported that towards the end of an afib procedure, the patient was noted to have low blood pressure and chest discomfort. Echocardiograph revealed that the patient had a pericardial effusion. A pericardiocentesis was performed in the lab and was successful to drain approximately 300 cc from the pericardial space. Upon receiving the catheter related to this event, it was visually inspected. The catheter was found in normal condition. The catheter was tested and passed electrical, temperature, generator and deflection tests with no issues observed. Irrigation test was also performed and the catheter flushed properly with no signs of occlusion. The device history record was reviewed. It verified that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that towards the end of an afib procedure, the patient was noted to have low blood pressure and chest discomfort. Echocardiograph revealed that the patient had a pericardial effusion. A pericardiocentesis was performed in the lab and was successful to drain approximately 300 cc from the pericardial space. The patient stabilized after the effusion was drained and was sent to the ICU for observation/follow up. Rf had been applied previously throughout the case, but not at the time the effusion was found. The customer does not believe that bwi products were at fault for the injury.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 rmt system. Model #:m-5830-01. Serial #: (B)(4). Cool flow irrigation pump. Model #: m-5491-02. Serial #: (B)(4). Stockert rf generator. Model #:m-5463-01. Serial #: (B)(4). C3 nav variable lasso catheter. Model #: d-1290-01-s. Lot #.: 15427502l. The physician was contacted by biosense webster representative. The physician advised that this issue was due to manipulation of the crista catheter and not related to the bwi equipment. The crista catheter was a reprocessed catheter. (B)(4).